Manufacturer narrative:
Device passed displacement test. Device received with cracked keypad overlay at select button and scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen had scratches. The customer¿s blood glucose level was unknown. The customer reported that she had a lot of damages and tiny cracks on her insulin pump. The customer reported that there were scratches almost all over the screen and it was hard to read during the day. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.